Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: trans-anal procedure to perform a haemorrhoidal pexy incl. Cut of extra tissue of haemorrhoids in the anal canal (open surgery). According to the reporter, the surgeon used the stapler without instructions beforehand. The surgeon placed one after the other and fired twice, but the tissue was not cut. The staples were fired without being formed in a b-shape. The anvil was disconnected and the surgeon did not realize. There was bleeding at the mucous membrane due to manipulation with the purse string stitch and stapler. There was no tissue cut, just light bleeding. It is unknown if the stapler caused the bleeding. The bleeding was able to be stopped with gauze tissue. There was no blood loss of over 250cc's. On the third trial, the stapler functioned properly after instruction of a sales rep by phone. There was no injury. The surgical time was extended more than thirty minutes because they tried to contact the sales rep on the phone so that they could finish the procedure. There was no adverse event reported as a result of the delay in surgery. The tacks had to be retrieved. The patient went home after one day.